Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location:"), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pelvic pain/pain") and neoplasm malignant ("tumor / teratoma / cancer") in an adult female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back surgery, c-section (3 times) and cholecystectomy. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included pelvic adhesions, ovarian cyst, abdominal pain, bartholin's cyst, carpal tunnel syndrome, dysuria, vulvovaginitis, allergic rhinitis, allergic dermatitis and pulmonary embolism. Concomitant products included oxycocet (percocet) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("alopecia"), weight decreased ("weight loss"), fatigue ("fatigue/fatigue"), headache ("headaches/migraines / headaches"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction type: "), menstrual disorder ("menstruation issues"), hypoaesthesia ("numbness"), menopause ("hormonal changes describe: menopause"), vulvovaginal candidiasis ("candidagalbrataitrichamonis"), rash ("rashes or skin conditions type: rashes on buttocks"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer"), neoplasm malignant (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss specify which one: weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cervical radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar spine and radiculopathy"), lumbar radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar s12ine and radiculopathy"), arthralgia ("bilateral knee pain, bilateral wrist pain, bilateral hip pain"), neck pain ("neck pain"), spinal pain ("c-spine pain/lumbar spine pain/thoracic spinal pain"), musculoskeletal pain ("shoulder pain"), back pain ("lower back pain") and sciatica ("sciatica"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (one side removal of ovary)) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, alopecia, weight decreased, fatigue, headache, hypersensitivity, menstrual disorder, hypoaesthesia, menopause, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, rash, migraine, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, gastrointestinal disorder, cervical radiculopathy, lumbar radiculopathy, arthralgia, neck pain, spinal pain, musculoskeletal pain, back pain and sciatica outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, alopecia, arthralgia, back pain, cervical radiculopathy, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, lumbar radiculopathy, menopause, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, pelvic pain, rash, sciatica, spinal pain, teratoma, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: 4 essure coils were visualized on the left following deployment and 7 coils were noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, neck pain , back pain. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: hormonal changes describe: menopause, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: candidagalbrataitrichamonis , rashes or skin conditions type: rashes on buttocks, migraines, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), oophorectomy (one side removal of ovary) , tumor / teratoma / cancer, pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition, other injury(ies) or complication please describe: cervical, thoracic & lumbar spine and radiculopathy. Bilateral knee pain, bilateral wrist pain, bilateral hip pain, uterus perforation, spinal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location/ migration of essure endometrial cavity"), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pelvic pain/pain") and neoplasm malignant ("tumor / teratoma / cancer") in a 34-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back surgery, c-section (3 times), cholecystectomy, low back pain and sciatica. Previously administered products included for prevent pregnancy: yaz; for an unreported indication: yasmin. Past adverse reactions to the above products included pulmonary thrombosis with yaz. Concurrent conditions included pelvic adhesions, ovarian cyst, abdominal pain, bartholin's cyst, carpal tunnel syndrome, dysuria, vulvovaginitis, allergic rhinitis, allergic dermatitis and pulmonary embolism. Concomitant products included oxycocet (percocet) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 18 days after insertion of essure, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("alopecia"), weight decreased ("weight loss"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction type: "), menstrual disorder ("menstruation issues"), hypoaesthesia ("numbness"), menopause ("hormonal changes describe: menopause"), vulvovaginal candidiasis ("candidagalbrataitrichamonis"), rash ("rashes or skin conditions type: rashes on buttocks"), tooth disorder ("dental problems"), neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer"), neoplasm malignant (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cervical radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar spine and radiculopathy"), lumbar radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar s12ine and radiculopathy"), arthralgia ("bilateral knee pain, bilateral wrist pain, bilateral hip pain"), neck pain ("neck pain"), spinal pain ("c-spine pain/lumbar spine pain/thoracic spinal pain"), musculoskeletal pain ("shoulder pain"), back pain ("lower back pain"), sciatica ("sciatica") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (one side removal of ovary)) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, alopecia, weight decreased, fatigue, hypersensitivity, menstrual disorder, hypoaesthesia, menopause, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, rash, migraine, tooth disorder, allergy to metals, dysmenorrhoea, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, gastrointestinal disorder, cervical radiculopathy, lumbar radiculopathy, arthralgia, neck pain, spinal pain, musculoskeletal pain, back pain, sciatica and gastrooesophageal reflux disease outcome was unknown, the genital haemorrhage and infection had resolved and the pelvic pain, headache and dyspareunia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, back pain, cervical radiculopathy, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, infection, lumbar radiculopathy, menopause, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, pelvic pain, rash, sciatica, spinal pain, teratoma, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: 4 essure coils were visualized on the left following deployment and 7 coils were noted on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, neck pain , back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: gastrooesophageal reflux and infections. Events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location/ migration of essure endometrial cavity'), fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('severe pelvic pain/pain') and neoplasm malignant ('tumor / teratoma / cancer') in a 34-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, c-section (3 times), cholecystectomy, low back pain and sciatica. Previously administered products included for prevent pregnancy: yaz; for an unreported indication: yasmin. Past adverse reactions to the above products included pulmonary thrombosis with yaz. Concurrent conditions included pelvic adhesions, ovarian cyst, abdominal pain, bartholin's cyst, carpal tunnel syndrome, dysuria, vulvovaginitis, allergic rhinitis, allergic dermatitis and pulmonary embolism. Concomitant products included from (B)(6) 2011 to (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) since 2011, oxycodone from (B)(6) 2011 to (B)(6) 2017, pregabalin (lyrica) from (B)(6) 2011 to (B)(6) 2017, vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2017 and warfarin from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue/fatigue"), 18 days after insertion of essure. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have neoplasm malignant (seriousness criterion medically significant), weight decreased ("weight loss"), neoplasm ("tumor / teratoma / cancer") and teratoma ("tumor / teratoma / cancer") and experienced genital haemorrhage ("abnormal bleeding (general)"), alopecia ("alopecia"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction type:"), menstrual disorder ("menstruation issues"), hypoaesthesia ("numbness"), menopause ("hormonal changes describe: menopause"), vulvovaginal candidiasis ("candidagalbrataitrichamonis"), rash ("rashes or skin conditions type: rashes on buttocks"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cervical radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar spine and radiculopathy"), lumbar radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar s12ine and radiculopathy"), arthralgia ("bilateral knee pain, bilateral wrist pain, bilateral hip pain"), neck pain ("neck pain"), spinal pain ("c-spine pain/lumbar spine pain/thoracic spinal pain"), musculoskeletal pain ("shoulder pain"), back pain ("lower back pain"), sciatica ("sciatica"), infection ("infections") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy left oophorectomy and hysterectomy full, salpingectomy bilateral, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, alopecia, weight decreased, fatigue, menstrual disorder, hypoaesthesia, menopause, vulvovaginal candidiasis, rash, migraine, tooth disorder, allergy to metals, dysmenorrhoea, neoplasm, teratoma, weight increased, gastrointestinal disorder, cervical radiculopathy, lumbar radiculopathy, arthralgia, neck pain, spinal pain, musculoskeletal pain, back pain, sciatica and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge and infection had resolved and the headache and dyspareunia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, back pain, cervical radiculopathy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, infection, lumbar radiculopathy, menopause, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, pelvic pain, psychological trauma, rash, sciatica, spinal pain, teratoma, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: 4 essure coils were visualized on the left following deployment and 7 coils were noted on the right plaintiff received treatment for pain, allergy, migration, perforation, bladder/urinary problems discrepancy noted-confirmation test: no previously reported that confirmation test performed on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, neck pain , back pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: psych injury, perforation: fallopian tubes added. Event outcome for previously reported events pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, allergic reaction were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location:/ migration of essure endometrial cavity'), fallopian tube perforation ('perforation: fallopian tubes'), pelvic pain ('severe pelvic pain/pain') and neoplasm malignant ('tumor / teratoma / cancer') in a 34-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, c-section (3 times), cholecystectomy, low back pain and sciatica. Previously administered products included for prevent pregnancy: yaz; for an unreported indication: yasmin. Past adverse reactions to the above products included pulmonary thrombosis with yaz. Concurrent conditions included pelvic adhesions, ovarian cyst, abdominal pain, bartholin's cyst, carpal tunnel syndrome, dysuria, vulvovaginitis, allergic rhinitis, allergic dermatitis and pulmonary embolism. Concomitant products included from (B)(6) 2011 to (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) since 2011, oxycodone from (B)(6) 2011 to (B)(6) 2017, pregabalin (lyrica) from (B)(6) 2011 to (B)(6) 2017, vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2017 and warfarin from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue/fatigue"), 18 days after insertion of essure. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have neoplasm malignant (seriousness criterion medically significant), weight decreased ("weight loss"), neoplasm ("tumor / teratoma / cancer") and teratoma ("tumor / teratoma / cancer") and experienced genital haemorrhage ("abnormal bleeding (general)"), alopecia ("alopecia"), hypersensitivity ("allergic reaction/allergic or hypersensitivity reaction type:"), menstrual disorder ("menstruation issues"), hypoaesthesia ("numbness"), menopause ("hormonal changes describe: menopause"), vulvovaginal candidiasis ("candidagalbrataitrichamonis"), rash ("rashes or skin conditions type: rashes on buttocks"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cervical radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar spine and radiculopathy"), lumbar radiculopathy ("injury(ies) or complication please describe: cervical, thoracic & lumbar s12ine and radiculopathy"), arthralgia ("bilateral knee pain, bilateral wrist pain, bilateral hip pain"), neck pain ("neck pain"), spinal pain ("c-spine pain/lumbar spine pain/thoracic spinal pain"), musculoskeletal pain ("shoulder pain"), back pain ("lower back pain"), sciatica ("sciatica"), infection ("infections") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy left oophorectomy and hysterectomy full, salpingectomy bilateral, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, alopecia, weight decreased, fatigue, menstrual disorder, hypoaesthesia, menopause, vulvovaginal candidiasis, rash, migraine, tooth disorder, allergy to metals, dysmenorrhoea, neoplasm, teratoma, weight increased, gastrointestinal disorder, cervical radiculopathy, lumbar radiculopathy, arthralgia, neck pain, spinal pain, musculoskeletal pain, back pain, sciatica and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge and infection had resolved and the headache and dyspareunia was resolving. The reporter considered allergy to metals, alopecia, arthralgia, back pain, cervical radiculopathy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, infection, lumbar radiculopathy, menopause, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, neck pain, neoplasm, neoplasm malignant, pelvic pain, psychological trauma, rash, sciatica, spinal pain, teratoma, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: 4 essure coils were visualized on the left following deployment and 7 coils were noted on the right plaintiff received treatment for pain, allergy, migration, perforation, bladder/urinary problems discrepancy noted-confirmation test: no previously reported that confirmation test performed on (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, neck pain , back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), weight decreased ("weight loss"), fatigue ("fatigue"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and hypoaesthesia ("numbness"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy left oophorectomy). Essure was removed. At the time of the report, the pelvic pain, alopecia, weight decreased, fatigue, headache, hypersensitivity, menstrual disorder and hypoaesthesia outcome was unknown. The reporter considered alopecia, fatigue, headache, hypersensitivity, hypoaesthesia, menstrual disorder, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: that the essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.